Event description:
It was reported that 3 shocks were required to convert this patient's arrhythmia. Undersensing occurred after the first shock was delivered which resulted in time to treat of 20-21 seconds shock impedance has been stable but is slightly elevated at approximately 100 ohms. It was noted that implant testing was not performed. A scientific technical services consultant reviewed implant x-rays and noted the electrode is in a superior position. The consultant stated a revision could be considered to reposition the electrode more inferior and deeper and to also perform device testing. Current x-rays showed more adipose tissue but electrode position appeared better. The clinical observations were documented and discussed with the physician. The system remains in service and no adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
Device technical analysis: this product remains implanted and in-service. As such, physical analysis has not been conducted in our laboratory. Investigation summary: with all the available information, boston scientific concludes that although the complaint device was not returned to boston scientific and analysis has not been performed, the primary reported observation is addressed in product labeling (e.g. Instructions for use), therefore, well-understood factors likely contributed to the event. Investigation conclusion: based on the available information, although no product has been returned and the product remains implanted and in service, we have determined that undersensing a known inherent risk with use of this product. Risk review: risk review was completed and confirmed that the event of shock impedance high within normal limits was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Labeling review: review of labeling determined that the complaint situation was listed in the manual. There was no indication in the complaint that the product was not used in accordance to labeling. The manual was unlikely to be the cause of the reported complaint; translation, wording, or graphics does not require further review.

Event description:
It was reported that 3 shocks were required to convert this patient's arrhythmia. Undersensing occurred after the first shock was delivered which resulted in time to treat of 20-21 seconds shock impedance has been stable but is slightly elevated at approximately 100 ohms. It was noted that implant testing was not performed. A scientific technical services consultant reviewed implant x-rays and noted the electrode is in a superior position. The consultant stated a revision could be considered to reposition the electrode more inferior and deeper and to also perform device testing. Current x-rays showed more adipose tissue but electrode position appeared better. The clinical observations were documented and discussed with the physician. The system remains in service and no adverse patient effects were reported. Additional information was received that this system was subsequently explanted and replaced with a competitive system. No additional adverse patient effects were reported. The boston scientific local area representative was contacted for return product details. No information has been received at this time. This investigation will be updated should further information be provided.

Manufacturer narrative:
Additional information was received that this system was subsequently explanted and replaced with a competitive system. No additional adverse patient effects were reported. The boston scientific local area representative was contacted for return product details. No information has been received at this time. This investigation will be updated should further information be provided.

Event description:
It was reported that 3 shocks were required to convert this patient's arrhythmia. Undersensing occurred after the first shock was delivered which resulted in time to treat of 20-21 seconds shock impedance has been stable but is slightly elevated at approximately 100 ohms. It was noted that implant testing was not performed. A scientific technical services consultant reviewed implant x-rays and noted the electrode is in a superior position. The consultant stated a revision could be considered to reposition the electrode more inferior and deeper and to also perform device testing. Current x-rays showed more adipose tissue but electrode position appeared better. The clinical observations were documented and discussed with the physician. The system remains in service and no adverse patient effects were reported.